Event description:
No osseointegration, complication in site preparation (bone dority, used contact to engage cortical plate), no thread tap used, primary stability was achieved, implant was completely covered by bone, pain, swelling, abscess, mobility.